Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to fluctuating blood glucose (bg) levels (value not provided). Cause of bg levels was unknown. Bg was treated with unspecified intravenous fluids. Reportedly, customer left the ER with customer in stable condition (bg 160 mg/dl).